Manufacturer narrative:
A product investigation is in progress.

Event description:
Increased leukorrhea [vaginal discharge]. Increased (leukorrhea) [condition aggravated]. Unable to remove all the tampon [foreign body in reproductive tract]. String removed...from tampon [device breakage]. Case description: consumer reported via phone that the string broke and tampon became stuck in her vagina. No serious injury was reported.

Event description:
Increased leukorrhea [vaginal discharge]. Increased (leukorrhea) [condition aggravated]. Unable to remove all the tampon [foreign body in reproductive tract]. String removed...from tampon [device breakage]. Case description: consumer reported via phone that the string broke and tampon became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.